Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which were not reproduced. Upstream occlusion alarms at 20ml/hr were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms at 20ml/hr. There was no patient involvement associated with this event. No additional information is available.